Manufacturer narrative:
Concomitant medical products: product ID: 1388t lead, implanted in: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was inactivated and will not be replaced. No patient complications have been reported as a result of this event.